Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 02/18/2022, it was reported by a sales representative via sems that a ar-6480 dw pump outflow is not moving. This was discovered during an unknown time, with no patient effect reported.